Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. It was reviewed this may have been attributed to the spring contact. This crt-d also exhibited respiratory rate trend (rrt) oversensing. Technical services (ts) recommended bringing the patient in-clinic to program off rrt and evaluate the ra lead with isometrics and pocket manipulations. This crt-d and lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. It was reviewed this may have been attributed to the spring contact. This crt-d also exhibited respiratory rate trend (rrt) oversensing. Technical services (ts) recommended bringing the patient in-clinic to program off rrt and evaluate the ra lead with isometrics and pocket manipulations. This crt-d and lead remain in service at this time. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. It was reviewed this may have been attributed to the spring contact. This crt-d also exhibited respiratory rate trend (rrt) oversensing. Technical services (ts) recommended bringing the patient in-clinic to program off rrt and evaluate the ra lead with isometrics and pocket manipulations. This crt-d and lead remain in service at this time. No adverse patient effects were reported.